Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead returned measuring 9.5 cm. With full breached insulation degradation was noted adjacent to the connector boot exposing the outer coil.

Event description:
This report is to advise of an event observed during analysis.